Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continuously alarms battery out limit before and after a battery change. The customer indicated that they had high blood glucose of 250 to 350 mg/dl at the time of incident. Troubleshooting found that the display screen is blank and the pump is cracked at the battery threading compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor also, unable to confirm excessive no delivery alarms due to motor error alarm. The insulin pump passed displacement test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no unexpected battery out limit noted. The insulin pump had cracked battery tube thread, broken reservoir tube lip, and minor scratches on the display window noted.